Manufacturer narrative:
H2-h6: a medtronic representative went to the site to test the equipment. The hdmi port was loose and was not connecting. The hdmi port was replaced and the system performed as intended. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735854. H3, h6: multiple fdd/annex a codes were reported. A05 was coded for high-definition multimedia interface (hdmi) port was loose. A0902 was co ded for intermittent connection to an external monitor, flicker. A13 was coded for causing intermittent connection to an external monitor. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the high-definition multimedia interface (hdmi) port was loose and was causing intermittent connection to an external monitor. Two hdmi cables were tested to confirm the port was the issue. They held the cable in place so it would not flicker during the case. This issue caused no surgical delay. There was no reported impact on patient outcome.